Event description:
It was reported the pt had not used her scs system in approximately two years. The pt did not think her scs system helped enough with her pain. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.